Event description:
A reliant balloon was used in a patient as an accessory product with another manufacturer's stent graft system for the endovascular treatment of an abdominal aortic aneurysm. The aortic neck was 19 mm in diameter, frail and calcific. A reliant balloon was used to balloon the stent graft. A 30 cc or 60 cc syringe was used with 1/3 contrast 2/3rd saline and unknown volume was injected and never aggressive. After the first ballooning the physician felt there was not good stent graft apposition and elected to balloon again. At this point the physician discovered a rupture at the proximal aortic neck. The decision was made to place a cuff proximally. The cuff was ballooned with an unknown type of balloon and the balloon was catching on the cuff. At this point the decision was made to convert the patient to open repair. The patient was sent to the recovery room and was given multiple transfusions. The patient later expired and the cause of death was cardiac arrest (exact date is unknown). The reliant balloon was discarded. Exact date of death is unknown, month and year are valid.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (vessel rupture), patient's condition affected effectiveness of device (frail and calcific proximal aortic neck). Conclusion: device failure/lack of effectiveness related to patient condition (frail and calcific proximal aortic neck).